Manufacturer narrative:
During use in an unknown procedure, the super torque mb angiographic catheter broke. There were no reported patient injuries. The catheter was removed using an introducer. Multiple attempts were made to obtain additional information; however, no additional information was reported. The device was not returned for analysis. A product history record (phr) review of lot 17712905 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported, ¿catheter (body/shaft) cracked - in-patient¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (while unknown) as well as procedural factors such as excessive torquing against resistance, may have contributed to the reported event. Per the instructions for use, which is not intended as a mitigation, ¿prior to using the device, inspect for bends, kinks or other damage. To prevent kinking of the catheter, ensure that the pigtail catheter is not straightened by hand, but only with a diagnostic guidewire. Do not advance or withdraw the super torque mb angiographic catheter within the vascular system unless it is preceded by a guidewire. Exercise care when removing guidewires from multiple-curve catheters. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm super torque® mb angiographic catheter positioning under high quality fluoroscopic observation.¿ neither the phr review nor the limited available information suggests that the reported event could be related to the manufacturing process of the device. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the super torque broke while it was being used. There were no reported patient injuries. The catheter was removed using an introducer. Additional procedural details were requested but are unknown.